Event description:
Health professional initially reported "leakage" from a re-sterilizable breast implant sizer during surgery. Upon follow up for further information, it was stated that as the doctor removed the sizer from the pt, he noted the sizer was ruptured. A back up sizer was used and surgery was successfully completed. The sizer has not been returned.

Manufacturer narrative:
(B)(4). Device labeling addresses event as follows: pts should be advised that the sizer may rupture, releasing silicone gel into the surrounding cavity.